Manufacturer narrative:
The insulin pump unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched display window, cracked reservoir tube lip, and cracked battery tube threads. Performed the dat test per specifications and unit passed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the customer had a seizure on (B)(6) 2015 due to low blood glucose. The customer was hospitalized with low blood glucose of 57 mg/dl and was released on (B)(6) 2015. Mother stated that since then, they have not been able to get the blood glucose level lower than 200 mg/dl when treating with the insulin pump. Doctor changed the basal rated sensitivity to 110 percent but still customer had to treat with manual injection. Blood glucose level after the low event was over 270 mg/dl and at the time of the call was 263 mg/dl. During troubleshoot; customer was unable to check the cannula but no set or insulin issues were found and the settings were correct but the insulin pump failed the high pressure test twice. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.